Manufacturer narrative:
According to provided information the repair of the device was handled by the customer. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. Unfortunately, as the source of the alarm activation was unknown, the cause could not be determined.

Event description:
It was reported that the o2 concentration low alarm was generated. There was no patient harm. Manufacturer's ref. #: (B)(4).